Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 542mg/dl and 598 mg/dl. Customer stated they came home from work and changed insulin pump out and took a shot because blood glucose was over 600 mg/dl. Customers other blood glucose value was over 200mg/dl. The insulin pump will not be returned for analysis.